Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event with symptoms of abdominal pain. The patient was treated with vancomycin (dose, route, frequency and duration not reported) for the peritonitis. Two days after diagnosis, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis with ongoing antibiotic treatment. Dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported lot number gd897106 has not been recognized as a valid number and has thus not been included in the designated section. Should additional relevant information become available, a follow-up will be submitted. (B)(4).